Event description:
During a loop electrosurgical excision procedure, the cut wire on a force triad handheld accessory broke while cutting a specimen. A spark was noticed from operative sight which indicated the broken wire. No harm occurred to the patient. The specimen was cut in half, but still usable.